Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain. The patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with unknown antibiotics while hospitalized. Four days after admission to the hospital, the patient was discharged. After discharge from the hospital the patient was treated with vancomycin (route, dosage and frequency not reported) at the clinic. At the time of this report, the patient was recovered from the event of peritonitis. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis (hd) therapy. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).the product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore, they were provided.   As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. A review of all batch record documents was performed for potentially associated lot numbers h13k14046, h14a27021 and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).